Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had loose reservoir, sometimes act and bolus buttons were sticky and squirted insulin while priming. Customer¿s blood glucose level was unknown. Customer also reported slower rewind and prime, crack on top right corner of casing near screen, condensation under clear portion of casing, cracks near battery opening, had a battery fail error and had to reset date and time when replacing battery. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify failed battery test alert, a21 alarm and a33 alarm due to buttons not responding. Insulin pump received with cracked battery tube threads. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. The p-cap locks into the reservoir compartment properly noted.